Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml gablofen at 1200.3 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump was showing empty reservoir, but the pump still had about 1 ml in it. The patient had no symptoms, but started hearing the alarm on (B)(6) 2018. The patient was scheduled for a refill, but didn't remember the date and did not hear from the scheduling people as he normally did to remind him when to come in. No further issues were reported or anticipated.